Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) touchscreen does not work. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e1 (event site postal code: (B)(6). Additional contact details: person name: (B)(4). It was reported that cardiosave intra-aortic balloon pump (iabp) touchscreen not working. A getinge field service engineer confirmed the unit will not be repaired end of use. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.